Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was seen on the pump log that there were multiple motor stall and motor stall recoveries that had occurred. Motor stall occurred on (B)(6)2014 at 09:30 with recovery on (B)(6) 2014 at 09:55. Motor stall occurred on (B)(6) 2014 at 09:47 with recovery on (B)(6) 2014 at 10:17. Motor stall occurred on (B)(6) 2014 at 09:56 with recovery on (B)(6) 2014 at 10:51. No symptoms were reported. (This source document contained omitted information, unrelated to this event, which is captured in (B)(4)).